Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high". A specific bg value was not provided. Cause was not known. The customer change infusion set and pump supplies to address their bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.